Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. However, the insulin pump had a constant failed battery test alarm after battery insertion due to a corroded battery tube. The functional tests could not be performed due to the alarm. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported the customer had a blank display on their insulin pump. Customer's blood glucose was 400 mg/dl. It was also reported the customer was hospitalized in the past with a high blood glucose over 600 mg/dl. The customer was treated with an IV and released from the hospital. Customer's mother also reported the customer's insulin pump was not delivering the correct amount of insulin to the customer. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.